Event description:
The manufacturer received information alleging the active exhalation verification test step had failed on a trilogy ev300 device. The device was not in use on a patient at the time of the occurrence. Philips is currently investigating this complaint; however, the device examination has not begun because the device has not yet been returned to the manufacturer for investigation. As part of the complaint handling process, the manufacturer will attempt to retrieve the device for investigation.